Event description:
The patient reported that the adhesive pad is peeling away from the v-go device on 4 devices. Patient stated that yesterday, the adhesive pad peeled almost completely exposing the back of the v-go device. The patient stated that she thinks that when it's peeling away, it may be making the needle move and irritating patient skin and has to remove the v-go device and replace it with a new one. The patient does prepare the application site with an alcohol prep prior to apply the v-go device. Patient stated that there was an indentation at the injection site. Patient thinks that when the v-go device is pulling away, it probably cause friction, causing the needle to pull out of her skin and that the needle is poking patient skin.